Event description:
The manufacturer's representative reported that, the device was explanted due to tapering off of therapy and "no battery alarm occurred." The hcp reported that the patient was experiencing "increased uncontrollable pain." Rotor and dye studies were performed; results reported to be "good." Dates of the studies are unknown. The hcp reported that the "patient demanded the pump be exchanged - approximately 5 years old." The pump was implanted for 63 months. The pump was replaced and the patient is experiencing better pain control now.

Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.